Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He reportedly met lots of resistance on deployment. Back down of the needles to their original position was not successful. The device was pulled out. A 14 fr sheath was placed and the pt went to successful manual compression. The pt did fine. The cardiologist admitted that he forgot to lock the barrel in place prior to needle deployment.